Event description:
This sponsored solicited case from (B)(6) was received on 13-sep-2016 from a patient's orthopedic and traumatologist surgeon). This case concerns a male patient (with unspecified age) who started treatment with synvisc one and later after unknown latency experienced application site pain. The medical history of the patient included osteoarthritis of the knee. No past drug, concomitant medication or concurrent condition was provided. On an unknown date in 2016, the patient initiated treatment with intra-articular synvisc one injection, one dosage form, once (batch/lot number and expiration date: not provided) for osteoarthritic knee. On an unknown date in 2014, after unknown latency, the patient had pain at the site of application, therefore the patient's physician prescribed treatment with and as a corrective treatment for pain and for an unspecified reason the patient underwent surgery (surgery unspecified). Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: required intervention.

Event description:
This sponsored solicited case from (B)(4) was received on 13-sep-2016 from a patient's orthopedic and traumatologist surgeon). This case concerns a male patient (with unspecified age) who started treatment with synvisc one and later after unknown latency experienced application site pain. The medical history of the patient included osteoarthritis of the knee. No past drug, concomitant medication or concurrent condition was provided. On an unknown date in 2016, the patient initiated treatment with intra-articular synvisc one injection, one dosage form, once (batch/lot number and expiration date: not provided) for osteoarthritic knee. On an unknown date in 2014, after unknown latency, the patient had pain at the site of application, therefore the patient's physician prescribed treatment with and as a corrective treatment for pain and for an unspecified reason the patient underwent surgery (surgery unspecified). Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 18-oct-2016. Ptc results were added and text amended accordingly.